Manufacturer narrative:
D1: the reported product is an unknown baxter prismaflex set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient was treated with continuous renal replacement therapy using a prismaflex control unit machine and an unspecified prismaflex filter set. According to the reporter, a catheter disconnection occurred while the patient was in the prone position. The nurse reported no alarms were generated. It was further reported the patient exsanguinated and two days later, the patient passed away with other unreported complications. The amount of blood loss was not reported. The cause of death was not reported. It was not reported if an autopsy was performed. Due diligence was performed with the customer and no additional information was able to be obtained at this time.

Manufacturer narrative:
Additional information added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.